Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Subsequently, the customer went to the emergency room (ER) due to an elevated blood glucose level of 720 mg/dl and a high level of ketones. The customer delivered a bolus prior to going to the ER in attempt to address elevated bg level. Customer was treated with intravenous fluids of saline and insulin while in the ER to address the elevated bg. Customer was discharged the next day, 9/12/2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. The pump was charged, and insulin delivery was resumed.

Manufacturer narrative:
Root cause: use error. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned